Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: I used an 18 g catheter needle for this exam that would not retract. If you have received this message in error. 15 nov. Kindly provide the date of event. 11/13/2024. 232pm. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No.

Manufacturer narrative:
Investigation results: the complaint that the needle would not retract could not be confirmed from the returned 18ga insyte autoguard bc unit from lot: 4222728. The needle was received fully retracted and a functional test showed that the needle would retract without any problems. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.